Event description:
New information notes that a procedure was performed in (B)(6) 2020, and the lead was removed. No further information provided.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for the device check. Rv lead noise episode was detected, and the alert of a non-sustained episode was also observed. There was no fracture or exposure of the conductors observed via x-ray. Planning rv revision was discussed. There were no patient consequences.